Event description:
Patient's mother reported patient experienced elevated blood glucose levels on (B)(6) 2013 with the highest level of 407 mg/dl. Patient's normal blood glucose range was not provided. Mother stated patient was given correction via the infusion device; no success. Mother reported the infusion device works (basal rate, bolus, etc.) But the device always gives a very low peep; no display information about an error, etc. Mother stated on (B)(6) 2013 they switched to the second infusion device; blood glucose level better. Mother reported patient received stationary treatment on (B)(6) 2013. Mother stated the patient was given relief from the basal rate, and pump schooling. Mother reported the patient's blood glucose level is not perfect and patient is tired. Hospital staff and the parents think the infusion device delivery is inaccurate. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: the reviewed history showed, that all programmed boluses were delivered as intended. Consumables: n/a the problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.